Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to ketones, diabetes ketoacidosis, and high blood glucose over 900mg/dl. The customer stated that the glucometer was not functioning, and she has been under a lot of stress due to her mother's death. The customer mentioned having a no delivery alarm, but the alarm was resolved by a complete infusion set change. Troubleshooting was declined. No further information was provided.